Event description:
Info received indicated, the left siderail ucm board was not working.

Manufacturer narrative:
The tech found signs of fluid ingress on the ucm board. The tech replaced the ucm board to repair the bed.